Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, no knot formed; a cuff miss was noticed for two proglide devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to 22f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced with the same reported issue is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no pulsatile flow noted after insertion into the anatomy¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem h6: medical device problem code - 1142 removed.

Event description:
Subsequent to previously filed report, additional information was received: reportedly, no knot formed; a cuff miss was noticed for one proglide device. After successfully preflushing the second proglide device during preparation, it was found there was no pulsatile flow noted after insertion into the anatomy. The sutures of three new proglide devices were successfully pre-placed. No additional information was provided.